Manufacturer narrative:
Analysis synthesis: review of the information confirmed that the remote report sent on (B)(6) 2025 was dated (B)(6)1970. Based on historical data, the issue was caused by depletion of the internal clock battery of the subject home monitor. It should be noted that the report date should display correctly during the following transmission. No malfunction of the implant is suspected.

Event description:
Reportedly, a transmission that occurred on (B)(6) 2025 at 19h11 was dated (B)(6) 1970 on the rms report. The following transmission performed two hours later restore the correct date in the remote report.